Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0525 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "while retracting the PICC, rn noticed that the measurement markings were not visible. They appeared at the 13cm mark and were very clear from 13cm to the tip of the PICC. From 1cm to 12cm the markings are unreadable."